Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient awoke with elevated blood glucose (bg) of 489mg/dl and nausea associated with absence of occlusion alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The patient was reportedly expecting the pump to alarm for an occlusion because there was blood in the infusion set tubing. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump did not alarm for an occlusion when expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.